Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm. Device had cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the buttons were not responding. And the buttons were not responding. Blood glucose value was 175 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.